Event description:
Patient with a lump in the lips after off-label injection with bellafill dermal filler. Per physician, the lump requires surgical removal.

Manufacturer narrative:
Patient with a lump in the lips after off-label injection with bellafill dermal filler. Per physician, the lump requires surgical removal. On 02/16/2022: per dr. (B)(6), he recently saw the patient and she has lumps in her lips that require surgical excision. There are lumps in the lips and linear calcifications. The surgery will liken be done from the inside of the mouth. The surgery hasn't been scheduled pending patient input. Dr. (B)(6) was not the bellafill injector. The injecting physician is unknown and, per dr. (B)(6), the records are not available. After additional attempts to obtain info, dr. (B)(6) replies on 03/04/2022 that he had not heard back from the patient following their consultation in (B)(6), and did not have any of the records requested, which included injector information and patient information. He will let bellafill know if there are any changes. No further information has been provided. While dr. (B)(6) believes that surgical excision is required, it is unknown if the surgery has been scheduled. Insufficient information available. Bellafill injector is unknown. Bellafill lot numbers used in the patient's procedure are unknown and bellafill use cannot be confirmed at this time. The patient was injected off-label in the lips. Per the bellafill instructions for use (IFU): bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. In addiiton, lips are contraindicated for bellafill use per IFU: "bellafill is contraindicated for use in lip augmentation and injection into the vermilion or the wet mucosa of the lip." Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."